Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the issue, and was advised to continue using the pump while monitoring for any recurring malfunctions.